Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge needs to be filled with at least 95 units to ensure there is sufficient insulin available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a valid minimum fill message after filling the cartridge with 50 units of insulin. Reportedly, the customer's blood glucose level was just under 300 mg/dl, and was addressed with a manual injection. Once the customer had additional insulin available, the customer completed the load process successfully and resumed insulin delivery.